Event description:
It was reported that the patient experienced coupling and communication issues with their implantable neurostimulator ((B)(4)). An antenna location was performed with a result of 58 and 2 coupling bars. It was noted that there was no swelling. Follow-up information reported indicated that an x-ray was performed on (B)(6)-2012. The neurostimulator was determined to be flipped. It was unknown if a revision was to take place. If additional information becomes available, a follow-up report will be sent.

Event description:
Follow up information received confirmed that the patient did have surgery to correct the flipped ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model 7435 (B)(4), neurostimulator model 7427 (B)(4) implanted: (B)(6)-2004 explanted: unk, extension model 748951 (B)(4) implanted: (B)(6)-2004 explanted: unk, extension model 748951 (B)(4) implanted: (B)(6)-2004 explanted: unk, lead model 3998cws lot# n27413 implanted: (B)(6)-2004 explanted: unk.

Manufacturer narrative:
(B)(4).